Event description:
The patient presented having experienced high voltage therapies. The device interpreted the supraventricular tachycardia (svt) as ventricular tachycardia (vt) and inappropriate shocks were delivered. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable.